Event description:
It was reported that the fiber initially worked well, but when it reached an energy consumption of 110 kj, it locked up, and the energy consumption display reset. It could no longer be used. The procedure was rescheduled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
B1 and b2 corrected. Only the fiber card was returned for analysis to our post market quality assurance laboratory, therefore, analysis of the fiber could not be performed. The fiber card passed functional testing, therefore, the reported allegation of fiber locking up was not confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device instructions for use warns the user to not depress the footswitch to activate the working beam unless the aim beam is visible on the intended tissue. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU).

Event description:
It was reported that the fiber initially worked well, but when it reached an energy consumption of 110 kj, it locked up, and the energy consumption display reset. It could no longer be used. The procedure was rescheduled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that the fiber initially worked well, but when it reached an energy consumption of 110 kj, it locked up, and the energy consumption display reset. It could no longer be used. The procedure was rescheduled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
B1 and b2 corrected. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The evaluation included unaided visual inspection, microscopic inspection of the fiber tip, connector functionality assessment, saline flow testing, fiber card data review, and hene light visualization of the fiber body. The fiber passed all testings performed. Fiber card data review indicated that a soft joule limit had been reached. This condition is not indicative of a device failure, but rather represents the threshold at which removal of the fiber from the console would invalidate further usage. The data further confirmed that the fiber was recognized and successfully fired during use. Additionally, the fiber card data indicated a total energy delivery of 59,380 joules, which is inconsistent with the approximately 110,000 joules reported. This suggests that the returned device may correspond to the fiber used to complete the procedure rather than the initially reported fiber. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device instructions for use warns the user on the following: do not depress the footswitch to activate the working beam unless the aim beam is visible on the intended tissue. Based on analysis results and information available, the reported event was confirmed, however, no fiber anomaly was identified.

Event description:
It was reported that the fiber initially worked well, but when it reached an energy consumption of 110 kj, it locked up, and the energy consumption display reset. It could no longer be used. The procedure was rescheduled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.